Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 225cc saline prosthesis experienced spontaneous left sided deflation post procedure. The patient visited the physician¿s office and received a medical diagnosis for the deflation. As a result, and explant was performed on (B)(6) 2020.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on april 1, 2020. The investigation of the returned device was completed by the failure analysis lab on april 14, 2020. Device evaluation summary: a manufacturing record evaluation was performed for the finished device number 206452, and no non-conformances related to the reported complaint condition were identified. During visual evaluation, an anomaly on anterior expanding to posterior view was observed on the device consistent with a crease/fold. A tear on the posterior view measuring approximately 0.5 cm was also observed within the crease/fold. The evaluation determined that the deflation is consistent with a crease fold deflation. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).